Event description:
Customer reported a delivery issue with their freestyle lite meter. Customer reported experiencing symptoms of lightheadedness and fell down the stairs and injured her leg. Paramedics were called and they obtained a glucose reading of 272 mg/dl with their hcp meter and treated customer's leg with ice. Customer was tranpored to forsyth hospital where they cast customer's leg and treated her with vicodin. Customer also reported drinking soda and self-treated with ibuprofen, but the time and location is unk.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.